Event description:
It was reported that the right ventricular (rv) lead exhibited rising pace impedances, within normal limits, up to 1076 ohms and high pacing thresholds. Subsequently, the physician elected to surgically abandon and replace the rv lead. Also, the pacemaker was replaced as well due to it having four years battery remaining in the course of normal battery depletion. No additional adverse patient effects were reported.